Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing ineffective therapy. The device migration was confirmed under fluoroscopy. In turn, the patient may undergo surgical intervention to address the issue.

Event description:
It was reported that the patient underwent surgical intervention wherein the lead was explanted and replaced with two new leads to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The event of lead revision due to lead migration was reported to abbott. The patient's lead and anchor were explanted. The physician added two new leads to the patient's system. Therapy was restored post-op.no implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.